Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6)2009, explanted: (B)(6)2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient had a pump pocket infection. The cause of the pump pocket infection was unknown. It was reported the patient had the pump and catheter explanted. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.